Event description:
The following was reported: triathlon x3 poly locking wire failure. Tka left.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: triathlon x3 poly locking wire failure. Tka left.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device and of the provided intraoperative photographs. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device is damaged in the area of the locking mechanism. The locking wire was returned separated from the device. Damage is consistent with a failed assembly attempt and subsequent disassembly. Four intraoperative photographs were also provided for review. Three of the four photographs show an insert assembled into the baseplate with no visible issue - the insert appears fully seated. The fourth photograph shows the insert assembled into the baseplate with the locking wire coming out from the insert; damage to the locking mechanism portion of the polyethylene is also visible in this image. Dimensional & functional inspections: dimensional and functional inspections could not be performed because the device was returned damaged in the area of the locking mechanism. Due to damage sustained from the implantation attempts, any results received from a dimensional/functional inspection would not be reflective of the manufactured state of the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to poly locking wire failure. Visual inspection of the returned device indicated that the device is damaged in the area of the locking mechanism. The locking wire was returned separated from the device. Damage is consistent with a failed assembly attempt and subsequent disassembly. Four intraoperative photographs were also provided for review. Three of the four photographs show an insert assembled into the baseplate with no visible issue - the insert appears fully seated. The fourth photograph shows the insert assembled into the baseplate with the locking wire coming out from the insert; damage to the locking mechanism portion of the polyethylene is also visible in this image. Dimensional and functional inspections could not be performed because the device was returned damaged in the area of the locking mechanism. Due to damage sustained from the implantation attempts, any results received from a dimensional/functional inspection would not be reflective of the manufactured state of the device. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Because the device failure occurred so shortly after the primary procedure, and based on the nature of the damage observed on the returned device, it is likely that surgical technique contributed to the event. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.